Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that device could not be turned on. After reviewing the log file, rse found that there is difference between internal ups and control module mains power. Upon some troubleshoot rse found a defective fuse. Rse replaced fuse. After replacement of the fuse, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be turned on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.